Manufacturer narrative:
H6) additional information was received indicating that there was no patient injury. One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of high pressure alarms. To further investigate, a functional test was performed. The customer's problem was not duplicated in the pump "alarming high pressure" issue during the investigation. Pump's pressure switch test was performed. The results were within the pump's manufacturing specifications. However, high pressure and no disposable alarm messages were found in the pump's event history logs. It was recommended that the downstream occlusion sensor be replaced. No further actions reported.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming high pressure.